Event description:
It was reported that the pt had a fractured catheter. A revision was scheduled for (B)(6), 2011. The pt's pump had run dry, but there was still drug in the pump tubing. The drug in the pump at the time of the event was not reported. Add'l info has been requested; a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).